Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a faulty safety mechanism is confirmed but the root cause could not be determined. One photograph of a 20g accucath device was returned for evaluation. Inspection of the photo found that the needle was exposed and had not been retracted into the barrel of the device. The photo did not provide enough detail to determine if the button had been pressed or if use residues were present. No features were observed which could help determine why the needle did not retract. Based on the available material for review, the complaint is confirmed but there is insufficient evidence to identify the root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the accucath didn't safety. No further details available or provided.